Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - since implantation follow-ups have been regular and unremarkable. During the last checkup in (B)(6) 2012, there was still somewhat more than 5 years left according to eri calculation. During current fu on (B)(6) 2013, the device is suddenly eri in 0 years, 0 months (battery status ok). Patient is only paced in the atrium - hardly in the ventricle. According to the patient, no abnormal events have occurred in the last year.